Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervix stenosis. Essure confirmation test(s) conducted on (B)(6) 2018. Concurrent conditions included uterine bleeding and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), uterine cyst ("uterine cysts") and abdominal pain lower ("lower abdominal pain"), 6 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy and on (B)(6) 2011, failed hydrothermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, adenomyosis, endometriosis and abdominal pain lower had resolved and the headache, dysmenorrhoea, uterine cyst and alopecia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, endometriosis, headache, menorrhagia, pelvic pain, uterine cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-not provided. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case has became incident. New events added: chronic pain, menorrhagia (heavy menstrual bleeding), headaches. Fu 2 and fu 3 processed together. On (B)(6) 2019: pfs and mr received: new events added: lower abdominal pain, abnormal bleeding (vaginal), dysmenorrhea (cramping), uterine cysts, and adenomyosis, hair loss. Medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.